Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 01/28/2011 and 02/09/2011 by phone, fax, and mail. A completed questionnaire was received on 02/10/2011. (B)(4).

Event description:
A surgical technician reported patient that had an intraocular lens (iol) exchanged for the same model, different power lens due to an undesired outcome. In a follow up with the surgeon, the patient had a refractive error. He does not feel the iol caused or contributed to the event. The event resolved following the lens exchanged. An unapproved viscoelastic was used during the surgical procedure.